Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to revert to multiple daily injections as a backup therapy. Tandem technical support arranged to send a replacement pump with updated software. Instructions were provided on using the new pump and returning the defective one. The customer understood and acknowledged all instructions.